Manufacturer narrative:
Zimmer biomet complaint. Unique identifier (UDI) #: (B)(4). Medical product: biomet microfixation sternalock blu system plate, 8 hole x catalog #: 73-2623 lot #: ni, biomet microfixation sternalock blu system screw, cancellous cross-drive locking 2.4 x 12mm catalog #: 73-2412 lot #: ni, biomet microfixation sternalock blu system screw, cancellous cross-drive locking 2.4 x 14mm catalog #: 73-2414 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00550, 0001032347-2018-00551, and 0001032347-2018-00552.

Event description:
It was reported a sternal revision was performed. The reason for the revision is unknown. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision in which these parts were removed and replaced; therefore, the complaint is considered confirmed. Product identity could not be confirmed due to the product not being returned. More than three attempts were made for additional information with no new information yielded such as the failure mode/reason for the revision and if there was an allegation against the implants. Functional testing and inspections could not be performed due to the product not being returned and no photographs, x-rays, scans, or physician's reports being provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00550-1, 0001032347-2018-00551-1, and 0001032347-2018-00552-1.